Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product noting black cable frayed and wire exposed, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps (fbf) instrument to perform analysis. The fbf was analyzed and reported failure was confirmed. The instrument was found to have the conductor wire insulation damaged. There was no material missing and the wires were not exposed. The continuity test failed due to the conductor wire also being broken. Additional findings not reported by site: the instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was also found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product noting, black cable frayed and wire exposed. An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined, based on the information provided. Additional information is being gathered to determine, the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported, that during a da vinci-assisted ventral hernia surgical procedure. The fenestrated bipolar forceps instrument had frayed energy wire. The procedure was completed with no reported injury. Intuitive surgical (is) followed up with the initial reporter and obtained the following additional information regarding this event: the fenestrated bipolar forceps instrument was inspected prior to use. There was no damage nor anything out of the ordinary. Coagulation during peritoneum¿s incision was performed when the issue occurred. The damaged cable was bla, the cable was frayed and exposed, there was no damaged insulation, there was no loss of cautery associated with the damaged cable, there were no signs of thermal damage at site of breakage. The instrument did not collide with any other instrument or tool during the procedure.